Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. In addition, it was reported that air bubbles were observed within the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.